Manufacturer narrative:
Internal complaint reference: (B)(4). Doi: 10.1097/01241398-200005000-00013.

Event description:
It was reported that, on the literature review "which implant for proximal femoral osteotomy in children? A comparison of the ao (asif) 90[degrees] fixed-angle blade plate and the richards intermediate hip screw", one (1) patient suffered from bursitis over prominent implant, 17 months after a primary osteotomy was performed, using the compression hip screw system. The adverse event was resolved via removal of the implant. The outcome is resolved. No further information is available.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to report bursitis over prominent implant. Per the literature review, no further information is available. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Based on the information provided, this adverse event was resolved was resolved via removal of the implant. Therefore, no further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include post-operative healing issue and/or patient condition. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.